Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in-clinic, it was observed that the device has experienced a software reset. The patient had undergone radiation treatments. The device software was successfully downloaded.